Manufacturer narrative:
Additional information was received that the patient underwent a lead revision procedure. No device malfunction was suspected. The patient was reportedly doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-3400-30, serial #: (B)(4) description: infinion splitter 2x8 kit (30 cm). Model#: sc-4316, lot #: 14560663, description: next generation anchor kit sterile.

Event description:
A report was received that the patient was experiencing intermittent stimulation. High impedances were noted on most of the patient's contacts. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2316-50 serial #:(B)(4) description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient was experiencing intermittent stimulation. High impedances were noted on most of the patient's contacts. The patient will undergo a revision procedure wherein the leads will be replaced.

Manufacturer narrative:
Additional information was received that per physician, all products including the missing silicone were removed from the patient. Sc-2316-50 (sn: (B)(4)) the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked locations are 1 cm from both sides of the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The reported complaints of loss of stimulation and high impedances were caused by the fractured cables at the clik anchor site. Sc-2316-50, (sn: (B)(4)) the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked locations are 1 cm from both sides of the set screw mark of the clik anchor. There are no exposed cables at the fracture locations. The reported complaints of loss of stimulation and high impedances were caused by the fractured cables at the clik anchor site. Sc-4316 (sn: (B)(4)) visual inspection of the two clik anchors revealed that both anchors have one eyelet torn through. The small piece of silicone was not returned. Sc-3400-30 (sn: (B)(4)) the complaint was not verified. A test infinion lead was inserted into the splitter connectors without any anomalies. Devices exhibit normal characteristics.

Event description:
A report was received that the patient was experiencing intermittent stimulation. High impedances were noted on most of the patient's contacts. The patient will undergo a revision procedure wherein the leads will be replaced.